Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision procedure. Bilateral rod break l4/l5 on a t4-ilium prior case. Surgeon attributes to malunion from map 3 cellular product that was used. Removed hardware from l4 ¿ ilium, replaced screws and attached new rods with connectors to the existing construct. During the revision procedure, surgeon had a screwdriver tip break off in a newly inserted screw at l5. (B)(4). The screwdriver was (B)(4), mi38827. The tip could not be retrieved and screw could not be removed with helicopter technique. Surgeon had to burr the head off the screw and remove the screw post with extraction device from screw removal set. The screw and tip were removed and no fragments left behind in the pt. Procedure completed without further incident.

Manufacturer narrative:
One (1) expedium single innie quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: mi38827] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.